Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead complained of feeling chest pain and noted receiving several shocks since implant. Additional information was provided that the patient had not received shocks from the device, but that this lead had dislodged. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.